Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products - model: ddbb1d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a physician called into technical service inquiring about a patient's implantable cardioverter defibrillator (ICD) and why the device did not treat. The patient was in an supra ventricular tachycardia (svt) that lasted a long time and got very fast. The patient was non-symptomatic, but the physician felt the rhythm was a ventricular tachycardia (vt) and the device did not treat. The device did not treat due to the way the device was programmed. The device did not treat because the rhythm was in the programmed monitor zone. It was determined it was an svt that the device had classified as a vt-monitor event because the right atrial (ra) lead is likely fractured. There was undersensing and oversensing noted on the ra lead. Reprogramming was completed and the lead and device remain in use. No patient complications have been reported as a result of this event.